Manufacturer narrative:
(B)(4). Date sent: 3/25/2026 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What color setting was selected on the device and what was the sequence of the firings? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was this the first second or third firing of the device? Was the leak identified intra-operative or post-operative? How was the leak identified? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Were there any patient factors that may have led to a post-operative leak? What were the patient comorbidities? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during, transit reconstruction, to patient. Surgeon must be reoperated since he has leakage in the staple line, having to perform anastomosis suture again manually. In addition, the patient is hospitalized since, due to the dehiscence, he presents peritonitis. Patient underwent surgery two days later, having to perform the closure with manual suture. In addition, patient stay increased due to peritonitis caused by dehiscence.

Manufacturer narrative:
(B)(4).date sent: 5/21/2026.this is an analysis of two photos submitted to ethicon endo-surgery for evaluation.during the visual analysis, the following was observed:both photos provided show a tissue with a staple line on it; however, a part of the tissue open over the staple line is noted.based on the photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.device history review:an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.